Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive, mainframe batteries and battery charger pcb were evaluated and replaced. The system was tested, found to be working as intended and returned to service.